Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -06.50 diopter, into the patients left eye (os). The lens was removed on (B)(6), 2023 due to the patient complained of glare. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk race: unk date of event: unk. Implant date: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).